Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient no longer had the stabbing sensations, pains in their back, after turning the 'misfiring' stimulation off. The patient was still waiting for a call back from their healthcare provider, so a manufacturer representative was contacted on the patient¿s behalf. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device started misfiring and stabbing him in the back. The patient said he called the clinic over the weekend and they told him to turn stim off until he can talk to the manufacturer. The patient said he got new batteries for the patient programmer (pp) and was able to turn stim off. No further patient complications are anticipated or expected as a result of this event.